Event description:
A customer contacted beckman coulter, inc. (Bec) to troubleshoot a non-reproducible low troponin (accutni) result for one (1) patient that did not match elevated accutni results obtained on an alternate instrument. The low accutni result was generated on an access 2 immunoassay analyzer. While troubleshooting with a bec field service engineer (fse) over the phone, the customer and the fse determined that there was no accutni reagent pack on board the system that generated the erroneously low accutni result. When improper loading or unloading of reagent packs occurs, the instrument does not detect that a wrong reagent pack has been unloaded or that no reagent pack is present. The erroneously low result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a serum sample tube with a gel separator. Centrifugation information has not been supplied to date. Per the customer, qc was within the customer's established ranges prior to the event but was outside of established ranges after the event. System check data was not supplied by the customer. Use error was the root cause of event.